Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that every time the patient gets around a magnet, the ins turned off. The patient also stated that the ins would turn off by itself as well. It was reported that patient was looking to get the ins explanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.